Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device's pacer output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show any device related faults only the advisory message.. However without receipt of the device and accessories, investigation could not establish root cause. The customer has been requested to return the device for evaluation. Analysis of reports of this type has not identified an increase in trend.